Event description:
A retrospective review of steris corp's customer complaint files revealed that this incident was initially classified as a health and safety complaint, not a reportable event. Upon further eval of all the facts and circumstances surrounding the event, steris has determined that this event is reportable. In may 1999, the facility contacted steris corp to obtain instructions for processing olympus bronchoscope in the steris system 1 processor. The facility revealed that three incidents of pseudomonas cross contamination had occurred in pts where the bronchoscope used had been processed in the steris system 1 processor.